Event description:
Patient was receiving zofran 1mg/hr by continuous infusion via curlin pump. New bag was begun. Three days later, rn visited patient in home and discovered that the infusion pump tubing was crimped in the door of the pump and that the bag of medication was still full. Pump had failed to alarm to warn of occlusion. Pump reported that 457ml of 480ml infusion had infused when in fact the bag was full.